Event description:
Dr placed a primary duracon stabilized knee in this pt in january of 1996. Through follow up x-rays in clinic, the pt was diagnosed with a loose screw in february of 1998, and then was scheduled for revision surgery.

Manufacturer narrative:
Summary of evaluation:the information provided, including the medical opinion that the implanting surgeon had not properly torqued the lock screw, and the examination results suggest that this event is not device related, but rather is associated with insufficient torque being able to screw the baseplate.